Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had allergic on the sensors adhesive and customer had a whole bunch of rash on the area. Customer reported that they received medical treatment as a result of the site issue. The device will not be returned for analysis.